Event description:
It was reported to gore that on (B)(6) 2024, the patient underwent endovascular treatment for an abdominal aortic and iliac artery aneurysms using the gore® excluder® conformable aaa endoprosthesis, the gore® excluder® aaa endoprostheses and the gore® excluder® iliac branch endoprostheses. A total of 6 stent grafts were implanted. A residual type ii endoleak was suspected at the final angiography; however, the procedure was completed with follow-up observation. The patient tolerated the procedure well. On an unknown date, as persistence of a type ii endoleak was identified, coil embolization of the level 4 lumber arteries was performed. On (B)(6) 2025, follow-up CT demonstrated enlargement of the aneurysm sac. Contrast enhancement was observed near the bifurcation of the trunk ipsilateral leg. On (B)(6) 2026, a reintervention was performed. The endoleak was assessed as most likely a type ii originating from flow via the level 3 lumbar arteries. Three additional stent grafts were implanted, and disappearance of the endoleak was confirmed. The patient tolerated the procedure well.

Manufacturer narrative:
H6: a review of the manufacturing records indicated the lot met pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.